Event description:
Following treatment using a diamondback 360 coronary orbital atherectomy device (oad), a major dissection occurred in the targeted lesion. Ballon angioplasty and stent placement were performed, and the dissection resolved.

Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).